Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 260 mg/dl. The customer's doctor stated that the customer has vision problems and may be having problems filling the reservoirs, leading to air bubbles developing in the reservoir. It was reported that the customer's doctor had programmed the insulin pump. Troubleshooting was performed, and the prime test passed. A tubing clamp was not available to perform the high pressure test. Air bubbles were observed in the tubing during troubleshooting. It was found that the customer inserts the infusion set prior to manually priming the tubing. The proper priming procedure was explained to the customer. The customer was referred to her insulin pump trainer for additional instruction on filling the reservoir and inserting the infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.